Event description:
It has been reported to company that during the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated to 5mm to occlude the vessel. The physician noticed that the occlusion balloon deflated unexpectedly. The pt is reported to be fine.